Event description:
Subsequent to the initial medwatch report, the following information was received: reportedly, the femoral artery tore. The patient lost distal pulse immediately after attempt to use the perclose device. A clamp was reportedly used to occlude the femoral artery that came loose causing profuse bleeding. Immediate direct pressure was placed on the vessel. Although the patient dropped his blood pressure he remained stable up to and upon transfer to the operating room. Ten days post-operatively the surgical staples were removed. Moderate ecchymosis was present. Patient has right leg pain rating as a six on the numeric pain intensity scale. The patient continues to have right groin incisional discomfort and is on a neuroleptic medication to improve the neuropathic pain. The pain is aggravated after heavy lifting. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a percutaneous coronary stenting procedure in the distal circumflex coronary artery, right common femoral arteriotomy closure was attempted using a perclose proglide device. Reportedly, after deployment the proglide device became stuck and could not be removed. There was bleeding from the femoral access site. Two units of packed red blood cells were transfused. Protamine and phenylephrine were administered and the patient was emergently taken to the operating room. Under general anesthesia, the right common femoral artery was surgically repaired and the device was removed. The puncture site was surgically closed. The patient was discharged on hospital day two. Ten days post-operatively the surgical staples were removed. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.